Manufacturer narrative:
Updated information: a4. The physician/author provided the patient's weight. B5. Additional information received from the physician/author stated he does not consider this case a true failure of the hancock ii valve, as the patient had unusual right atrial/ventricular anatomy due to ebstein anomaly which made her tricuspid annulus quite large compared to a small right ventricle. The physician/author also noted the purpose of publishing the case report was to highlight the importance of considering such anatomical variations in adults with congenital heart disease, not to specifically highlight an issue with the valve itself. Please note: due to a system issue, the replacement heart-valve text could not be removed from the common device name field in section d. The replacement heart-valve text was appropriately included in the initial report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Citation: seckeler md, et al. Early bioprosthetic tricuspid valve stenosis due to size mismatch in ebstein anomaly¿successful transcatheter treatment. J card surg. 2020 nov;35(11):3138-3140. Doi: 10.1111/jocs.14945. Epub 2020 aug 13. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature case report regarding a (B)(6)-year-old female patient with a history of ebstein anomaly, atrial septal defect repair as a child, and progressive right heart failure from severe tricuspid regurgitation who underwent implant of a 33 mm medtronic hancock ii bioprosthesis (unique device identifier number not provided) in the tricuspid position. Six months after hancock ii implant, the patient¿s right heart failure symptoms recurred. Transthoracic echocardiography showed an elevated mean tricuspid valve gradient. Impaired peak oxygen consumption and workload secondary to fixed tricuspid valve obstruction were also noted. The patient was referred for transcatheter tricuspid valve implantation. Transesophageal echocardiography at the time of catheterization showed reduced bioprosthetic tricuspid valve septal leaflet mobility. Angiography revealed an effective tricuspid valve orifice of 14 mm (nominal size 28 mm) due to distortion of the bioprosthetic valve posts. Balloon valvuloplasty was performed with no change, followed by valve-in-valve implantation of a 29 mm edwards sapien 3 transcatheter valve with restoration of normal post geometry and improvement in the effective orifice. Per the authors, it was thought that because of the ebstein anomaly, the patient¿s right atrial orifice was unusually large and right ventricle unusually small, necessitating placement of a bioprosthesis that did not properly fit in her right ventricle leading to post distortion and early valve stenosis. No additional adverse patient effects or product performance issues were reported.